Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during revision surgery for a loose baseplate of a prior tornier rsa construct, the surgeon attempted implantation of a zimmer biomet vrs device. The vrs implant disassociated from the bone intraoperatively, and the procedure was completed with implantation of a revive hemiarthroplasty component.

Manufacturer narrative:
The reported event could was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that during revision surgery for a loose baseplate of a prior tornier rsa construct, the surgeon attempted implantation of a zimmer biomet vrs device. The vrs implant disassociated from the bone intraoperatively, and the procedure was completed with implantation of a revive hemiarthroplasty component.